Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported during use of bd vacutainer® eclipse¿ blood collection needle, an unspecified number of devices exhibit poor sleeve function and leak from np needle. Painful venipuncture was also reported. There was no other health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. H.3: device eval by manufacturer? Yes. D.9: returned to manufacturer on: 20-jan-2026. Investigation summary: bd received customer samples and one photo for investigation. The 1 customer photo shows the device packaging but does not show the reported defects. Thirty (30) customer samples were subjected to a visual inspection for needle point integrity. All samples passed testing with no evidence of poor needle point integrity. 10 of the customer samples were subjected to a test for lube coverage. All samples passed testing exhibiting sufficient lube coverage on the IV cannula. Furthermore, 10 of the customer samples were subjected to sleeve function testing using ten tubes per needle. All the samples passed testing as there was no evidence of damage to the device, side pierced sleeves, poor sleeve recovery, or sleeve leakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has not been confirmed for the indicated failure modes sleeve function and needle point integrity. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 1 of 2: it was reported during use of bd vacutainer® eclipse¿ blood collection needle, an unspecified number of devices exhibit poor sleeve function and leak from np needle. Painful venipuncture was also reported. There was no other health impact or consequences reported.

Event description:
Report 1 of 2: it was reported during use of bd vacutainer® eclipse¿ blood collection needle, an unspecified number of devices exhibit poor sleeve function and leak from np needle. Painful venipuncture was also reported. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer photo displays two shelf cartons but does not show the reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: needle point integrity and sleeve function(sleeve leakage and sleeve side piercing). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.